Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device llm083 number, and no non-conformances were identified. Investigation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an opened sample of product code w9582t with lot# llm083 could be observed. However, no breakage or bending issues could be found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The following additional information was obtained: the attached picture shows lot llm083, please confirm the event report is for which lot? Llm083 (as per pic) or mlz524 (as reported in file)? Event report for both batches. Surgeon experienced needle crooked for twice. Confirm the total qty involved with reported issue? Was 1 or 2 needles involved? 2 needles involved. Confirm the event - did the same single reported needle first bend and then break? Or 2 needles involved where 1 needle bent and other broke? For both needles, surgeons commented needles crooked easily, needles wasn¿t sharp (not smooth when he sutured), and needles tend to break easily. Confirm the lot #'s for both needles? Both batches. However, the batch in the photo was not available. Regarding the broken needle, please answer the following: did the broken needle or needle piece fall into patient? No. If yes, was it removed? N/a. And how? N/a. Any patient consequences/ae outcome as a result of the event report? Unknown. It is mentioned below that the patient consequence is unknown. Please advise. Did the hospital surgeon/nurse report to you that any patient harm occurred as a result of the needle breaking? No patient harm reported. Can you confirm if both batches occurred in the same surgery and same patient? Or separate surgery and different patient? Both batches were for same surgery and same patients. Note: events reported via medwatch 2210968-2019-81518.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and suture was used. The needle bent and broke during use. The procedure was not delayed and was completed successfully. There were no adverse patient consequences reported.